Event description:
It was reported that the patient was wearing a pod on the leg for an unknown duration of use when severe localized skin inflammation and pain developed at the infusion site. The parent reported that the patient¿s blood glucose levels were above 300 mg/dl, although exact values were not recalled. Medical attention was sought on (B)(6) 2024, and the patient was evaluated at a hospital. The infusion site was cleaned, disinfected, and marked, and a large amount of pus was expressed from the site by a healthcare professional. The diagnosis was reported as inflammation. The patient remained under medical evaluation for approximately 2 to 3 hours and was discharged the same day with monitoring instructions. A new pod was applied successfully. No additional treatment or complications were reported. The pod lot number and sequence number were not available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: data not available. Omnipod software app version: 1.2.0. Operating system: n5004l-am-q-mv01602-05-01.05. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.